Manufacturer narrative:
B5: the reporter indicated that a 12.1 mm, vticmo12.1, -16.50/0.5/175(sphere/cylinder/axis ), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was later explanted on an unknown date due to low vault with rotation. On (B)(6) 2021 a replacement lens of longer length and different power was implanted. It was reported that the problem resolved. In the reporters opinion the cause of this event was unknown. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -15.00/1.00/160 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Low vault with rotation was observed. It was also reported that monovision is not being tolerated. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.